Event description:
Patient died while using self-releasing roll belt on a hospital bed. Bed had split siderails and only the two upper siderails (near the head) were up. The bottom two (near the legs) were down.